Event description:
It was reported that one of the wires from the fragmentation basket detached from the proximal end of the cable during use. A snare device was used to retract the basket throught the introducer sheath. There were no patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Evaluation of the returned device indicates that user technique contributed to the separation. Based upon experience and the nature of product use, there is only a remote potential for patient injury associated with this type of complaint.